Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia threatening ischemia (clti). The 99% stenosed target lesion was located in the non-tortuous and severely calcified below the knee vessel. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation and was initially inflated at 6 atmospheres for one minute. However, on the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.